Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if it becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "patient complained of groin pain after primary total hip. Surgeon removed adm cup, reamed up to 51mm and then implanted a 52mm zimmer cup with 2 screws and a 32mm insert. Surgeon noted alignment mark on rim of adm cup was approximately at the 11 o'clock position and that the inferior portion of cup was seated proud relative to bone."